Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an accuracy issue (under infusion) during therapy. The entire bag was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the failed flow accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of adjustment pressure plate travel. The pressure plate travel is required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.